Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced kinked cannula on 05-jun-2024, 06-jun-2024. The blood glucose level of the patient was 22 mmol/l. The issue occurred with three similar types of infusion sets and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 3 of 3.